Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not responding and in disconnected mode. A technical support specialist (tss) dialed into the station, reviewed the data sync logs, and found an error indicating that the connection attempt failed because the connected party did not respond in time, or the established connection failed because the host did not respond. This error occurred intermittently due to a dns (domain name system) issue. The tss informed the hospital information technology (hit) team to check the dns, as the station had an intermittent dns problem. The hit team fixed the issue. The system functioned as intended after the technical support specialist and hit team investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not responding and displayed the message: disconnected mode: patients and orders may not be current. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not responding and displayed the message: disconnected mode: patients and orders may not be current. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.